Manufacturer narrative:
Explant date: if explanted, give date: not applicable (na). To date, the intraocular lens (iol) remains implanted. Reason for non evaluation: to date, the intraocular lens (iol) remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The patient reported that her vision has been blurry ever since her multifocal lenses were implanted a year ago. This lens represents the implant in the patient's left eye. The patient is a manicurist and indicated that she sees glare when working. Her implanting physician told her that she has 20/20 vision; however, the patient indicated that it is blurry, like looking through wax paper. Her first explant (left eye) is scheduled with another physician on (B)(6) 2014. Patient is unsure if the lens from the right eye will be explanted. It depends upon the results of the left lens explant. The multifocal lens will be replaced with a near sighted lens. Patient will wear glasses for distance. Additionally, it was reported that the patient had some kind of film over her left eye. A separate MDR is being filed for the right eye.

Manufacturer narrative:
Date of event: (B)(6) 2014 additional information stated the patient had the intraocular lens (iol) from her left eye, explanted on (B)(6) 2014. Further, it was reported that the patient did not feel that she could see well with the iol (replacement) despite what appeared to be excellent surgical results and despite no refractive error. If explanted, give date: (B)(6) 2014. (B)(6). (B)(4). A review of the manufacturing records was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. The documentation showed the lens was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Additional information received indicates that the patient had the intraocular lens (iol) from her left eye, explanted in a secondary procedure on (B)(6) 2014. Further, it was reported that the patient did not feel that she could see well with the iol (replacement) despite what appeared to be excellent surgical results and despite no refractive error.